Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "anesthesiologist ready to intubate the patient, inserted the laryngoscope blade into the patients mouth. As he looked, he quickly removed the blade from the mouth, then used his fingers to retrieve a small 1 and 1/2 inch piece of tubing. Tubing is green in color and appears to have broken off of the single use blade. When compared to another laryngoscope, the piece is a part of the fiber optic light system that runs along the blade."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Complaint reported as: "anesthesiologist ready to intubate the patient, inserted the laryngoscope blade into the patients mouth. As he looked, he quickly r emoved the blade from the mouth, then used his fingers to retrieve a small 1 and 1/2 inch piece of tubing. Tubing is green in color and appears to have broken off of the single use blade. When compared to another laryngoscope, the piece is a part of the fiber optic light system that runs along the blade."